Event description:
It was reported that a study was conducted to characterize the reasons for revision, histological responses, mechanisms of surface changes, and crystallinity changes of retrieved peek rods used in posterior spinal instrumentation. Eleven fixation systems (9 peek and 2 metallic systems) were collected after revision surgery, providing 17 peek rods for analysis. It was reported that one patient experienced "post traumatic failure" from a motor vehicle accident and required a revision surgery at levels l2-l5. No additional results from the study were given and no complications were reported.

Manufacturer narrative:
Literature article citation: higgs, g.b. Et al., "retrieval analysis of peek rods for posterior lumbar stabilization and fusion"; (B)(4). Date of event is unknown. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Devices of multiple part/lot numbers were implanted during the procedure including: part: 7893090 / lot: w06h4694, manufactured: aug 28, 2006; part: 7893090 / lot: w08b2053, manufactured: feb 15, 2008; part: 7225550 / lot: w08d3892 (x2), manufactured: apr 24, 2008; part: 7226545 / lot: w07g1900, manufactured: jul 18, 2007; part: 7226555 / lot: w06l0135, manufactured: nov 01, 2006; part: 7227545 / lot: w08a5667 (x2), manufactured: jan 31, 2008; part: 7225545 / lot: w08e3270, manufactured: may 22, 2008; part: y7225540 / lot: w05j6446, manufactured: oct 22, 2005. Although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.